Event description:
Clinician was conducting a 7 minute ultrasound treatment on the plantar fascitis of the foot. Three minutes into the treatment the pt complained of a shocking sensation and a burning sensation from the ultrasound applicator. The clinician was using a 5cm squared applicator, reported to be in good condition. The treatment setting where typical to previous treatments, using a 5cm square applicator outputting .8 watts per cm squared, on 3.3 mhz and a duty cycle of 50%. The clinician terminated the treatment. The pt suffered no burns to the treatment area. The clinician reported that the applicator had no discoloring on the head surface, which is typical to burning and/or overheating. The clinician typically conducts treatments with the applicator head warming feature turned off. The conductor used for the treatment was a hydrocortisone cream and ultrasound gel.

Manufacturer narrative:
Awaiting return of the unit for evaluation.